Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation to treat a heavily calcified, in-stent restenosis of an unspecified stent in the left anterior descending artery (lad), the voyager nc balloon ruptured at 6 atmospheres during the first inflation. Dilatation was completed using a non-abbott balloon catheter and a xience v stent was implanted successfully. No patient effects were reported. Though requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon, water leaked out of a longitudinal rupture over the proximal balloon marker. The rupture was .5 mm long. There was a scratch, 1.5 mm in length, distal to the rupture. Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The patient anatomy was described as heavily calcified and contained in-stent restenosis, which may have contributed to the reported ruptured. The analysis was able to confirm the reported case description, as there was an observed longitudinal rupture over the proximal balloon marker. In addition, there was a scratch located near the rupture. The location of the scratch to the balloon rupture suggests that the balloon outer surface may have become mechanically damaged at some point during the procedure and weaken the material, such that it resulted in an observed rupture during the inflation attempt. Contact with the heavily calcified anatomy or with the placed stent may have contributed to the mechanical damage to the outer surface of the balloon. Overall, based on the case description and analysis of the returned product, the reported balloon rupture appears to be related to circumstances of the procedure. All catheters are 100% visually inspected for balloon damage and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) integrity.